Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during a tavr, 26mm s3 in the aortic position via transfemoral approach, three (3) 26mm valves were opened.   The first valve was not used was due to ¿operator error¿. The physician attempted access on a 4.5mm minimum luminal diameter (mld) vessel, and was unable to advance the first valve. The valve lodged in the sheath, and all of the devices were removed. There was no allegation of an edwards device malfunction.  The second valve was able to advance through the sheath, but there was difficulty during gross valve alignment. The physician stated it ¿felt tight¿ during gross valve alignment, which may be related to a kink caused by the tortuous anatomy. When the team went to deploy the valve, it would not inflate, and contrast was seen. The valve and delivery system were removed, and a new system was used to place the third valve.  The delivery system will not be returned for evaluation as it was discarded by the site.

Manufacturer narrative:
A photograph of the device and imagery of the patient anatomy were provided from the site. Additionally, the patient¿s vascular anatomy was extremely tortuous and calcified. There was essentially no straight section to align the valve, so a pronounced angle was noted between the valve and pusher during alignment. The physician felt tightness then a release causing the balloon catheter to shoot back while manually drawing the balloon into the valve. Final fine tuning appeared to work correctly. As the affected device was not returned, the investigation was limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigation, root cause, and fmea assessment. From the photograph taken of the device, the balloon wings can be seen to be flared out with blood inside the balloon, confirming there was a crimp balloon tear proximal to the I/c bond. A DHR review was unable to be conducted due to the unavailability of work order information. A lot history review was unable to be conducted due to the unavailability of work order information. A review of the complaint history from june 2017 to may 2018 revealed other returned complaints for ¿delivery system ¿ difficulty with valve alignment¿ for the commander delivery system (all sizes and models), however, no manufacturing non-conformance were identified. A review of the complaint history from june 2017 to may 2018 revealed other returned complaints for ¿balloon ¿ torn¿ for the commander delivery system (all sizes and models), however, no manufacturing non-conformances were identified. A review of the complaint history revealed that the occurrence rate did not exceed the may control limit for the trend category of ¿valve alignment difficulties¿ or ¿damaged¿. IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies were identified.  Since work order information was not provided, the currently effective revisions of the documents below were reviewed. The inspections and tests described below are representative of the processes that the delivery system would have undergone during manufacturing. All units are inspected, going through balloon dimensional inspection, balloon visual defects inspection, and flex tip commingling inspection. During crimp balloon molding process, balloons are 100% dimensionally and visually inspected. Laser bond visual inspection is performed on all units.  Functional product verification (pv) testing and tensile product verification testing is performed. All tested sample units from the lot are required to pass pv testing before the lot can be released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event the complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed while the complaint for ¿balloon ¿ torn¿ was able to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigation revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. In the photograph taken of the device after the procedure, it can be seen that the balloon wings have flared out, indicating that the crimp balloon tore proximal to the I/c bond. Potential root causes for tearing of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. The pra demonstrated that performing valve alignment in tortuous anatomy could result in increased alignment forces (contributing to the perceived tightness) due to valve diving, in which the thv unseats (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and part of the crimped valve slides into the flex tip. The increased forces may also cause weakening/tearing adjacent to the bond area if excessive force is used to try and achieve final alignment position. As stated in the case notes, the patient¿s vessel was ¿extremely tortuous¿ and ¿there was no straight section to align the valve¿. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Additionally, valve diving likely occurred since it was noted there was a ¿pronounced angle between the valve and the pusher during alignment¿. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors likely contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding delivery system ¿ difficulty with valve alignment, since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective and preventative actions are required. Since no product nonconformance was confirmed and the occurrence rate did not exceed the complaint control limits, a pra is not required. Regarding balloon ¿ torn, since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective and preventative actions are required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for assessment of the balloon torn issue and its associated risks per management discretion. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit for the applicable trend category, no further escalation is required at this time. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed while the complaint for ¿balloon ¿ torn¿ was able to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, available information suggests that patient/procedural factors contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the applicable trend categories. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.